Event description:
This report is to advise of an event observed during analysis confirming a thermal event with the generator.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the generator verified the connectors, switches, and labels had no physical damage. The generator was powered on and a smoke smell was observed. Internal inspection verified all mounting hardware was secure. A thermal event was observed at capacitor c51 on the rf control board. No further evaluation was performed. The root cause was isolated to the rf control board.